Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. Technical support (ts) recommended replacing the power switch overlay to correct the reported issue. The customer responded that replacement of the power switch overlay resolved the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of alarm led failure. The customer reported there was no patient involvement.